Event description:
It was reported that the customer was hospitalized for dka. The customer was dehydrated while fishing. The customer had a back up plan. Suggested the customer take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. It was informed that the customer has dementia and arteriosclerosis.